Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: the device was prepped and ready to go. Ablated left vein and when physician tried to pull in rosen wire, it became jammed. Upon explant of farawave. We noticed a plastic/ tissue jammed in distal tip of device not allowing movement of rosen wire. Device was total ed and case was successful. No patient complications. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Tried to spin device free in sheath. What is the next course of action? Replaced farawave catheter. Patient present at time of event? Yes. Patient complications: no patient complications . Patient outcome: fully recovered. Procedure number: pn (B)(6). Event date: 2026-2-26. As reported device codes: 1763: kinked. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: 2026 (B)(6). Type of procedure: atrial fibrillation ablation. Country of event: united states. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found.